Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The insulin pump downloaded properly to the carelink pro software noted. Pump had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 470 mg/dl at the time of incident. The customer's blood glucose was 401 mg/dl at the time of call. The customer stated that they treated the high blood glucose with pump. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.